Event description:
It was reported that the angled stardrive screwdriver broke. No patient impact was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. A visual inspection showed that the tip of the angled stardrive screwdriver was broken off, as complained. We were not able to determine the exact cause of this occurrence, as the tip itself was not send back for investigation. The fracture face was homogenous, which indicated material conformity. Therefore, we suppose that a mechanical overload during the insertion of a screw caused the breakage. This complaint is indeterminate from a manufacturing standpoint.